Event description:
It was reported that the patient received one inappropriate therapy for ventricular fibrillation (vf). The episode was not vf, but was noise present on the right ventricular (rv) lead and atrial leads. The atrial lead had possible insulation damage. Both leads were explanted and replaced. The device was also explanted and replaced due to a possible sensing issue related to the inappropriate therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6945 implantable tachy lead, (B)(6) 1999; 6940 implantable pacing lead, (B)(6) 1999. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).